Manufacturer narrative:
Additional/changed and /or corrected data: device evaluation: analysis of the returned device identified a delamination valve. A leak test and microscopic analysis was performed which identified a delamination total of the valve and some flat creases. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.